Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according with mentor procedures and it revealed a rent at patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 6/27/2018, additional information received indicated the lot of the device is 5651252, and the catalog number is 3501640. On 7/20/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline device. (B)(4)

Event description:
It was reported that a (B)(6) -year-old asian female patient underwent a primary breast augmentation with unknown mentor saline breast implants which the left side deflated after implantation. The issue was confirmed during the physical examination by the doctor. As a result, patient underwent bilateral removal and replacement as follow: left with catalog number 3501645, lot number 7583706, serial number (B)(4) and the right replaced with catalog number 3501645, lot number 7583706, serial number (B)(4) on (B)(6) 2018.